Manufacturer narrative:
This report is submitted on may 17 2020.

Event description:
Per the patient, the receiver/stimulator had migrated resulting in a revision surgery (date unknown) to re-positioning the implant. The implant remains in-situ.